Event description:
It was reported that a flogard infusion pump generated a low battery alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a battery low alarm was confirmed during device service. The device was serviced on-site by a field service technician. A visual inspection and functional testing were performed. The cause was determined to be a defective man battery. The main battery was replaced in order to correct the reported condition. The device was returned to the customer in good working condition.